Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: visible moisture corrosion found in battery compartment. There was a battery compartment crack above and below grip pad. A leak test failed due to battery compartment crack. Opened pump, moisture found on pcb.